Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 400mg/dl. Troubleshooting was performed. Ran a high-pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.